Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the insulation was damaged on the needle. The analysis found the needle failed hipot testing. The scrape was most likely caused by the needle contacting the guiding needle. It was reported that the device had minor/cosmetic damage and was leaking. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had water leakage from the antenna and had scratched damage. A new device was used to complete the case. There was no patient injury. Medtronic's initial evaluation of the incident found that the device had a damaged/missing insulation.